Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 7288 implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2006; 4574 implantable pacing lead implanted (B)(6) 206.

Event description:
It was reported that the patient is deceased and died during prophylactic removal of the right ventricular lead. It was further reported there was a perforation and tamponade and the cause of death was dissection of the superior vena cava (svc).